Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the issue had been resolved. The external wires were removed, the lead was in use, and the generator was placed; they had stage two performed.

Manufacturer narrative:
H6 correction: previous imf codes f24 and f26 changed to f11 and f15. Previous eval code conclusion d14 changed to d12. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency; the trial began (B)(6) 2020. It was reported that the patient had increased stimulation to 1.6 volts earlier in the day, but when they went back in to check, the stimulation was at 1.5 volts and they were not sure why or how it happened. They increased stimulation to 1.6 volts during the call. They also stated the area near/around their incision was sore/painful. Additional information was received from the patient and healthcare professional. They reported that there is a loose lead and she isn't sure why it is loose. Patient stated that she was sore at her incision site. The patient had some bleeding from the incision site last night. The patient called her doctor and spoke to him about it; the patient said all is well.